Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as itchy red raised burning stinging and open. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to physician, but there is no indication that the patient received medical intervention. Outcome of the irritation is unknown.